Event description:
It was reported that during an anterior resection procedure, the surgeon, an experienced user, was supervising his resident firing the device across the bowel. They report that the firing was extremely difficult and the resident was forced to fire with two hands. At the end of the firing the staples were largely unformed. The staple line had split apart and most staples were not formed at all. The tissue was not particularly thick and in fact they took another flex 60mm and successfully transected below the failed firing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One piece sled. One ec60a device was returned in good visual condition and with an ecr60d cartridge present. The reload was received fully fired on the left side and partially fired on the right side; in addition, it was noted that the cartridge deck and one piece sled were damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.